Manufacturer narrative:
Concomitant product(s): a 5568 lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that stored egms (electrograms) noted intermittent atrial lead undersensing during atrial arrhythmia episodes. The atrial lead remains in use. Additionally, it was noted that there was possible undersensing on the right ventricular (rv) lead. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.